Manufacturer narrative:
D4 UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in aortic position. Approximately 5 years and 3 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 ultra valve due to paravalvular leak (pvl). As per follow-up, the patient presented with symptoms of cardiogenic shock. There was also thickening of the leaflet(s). The perceived root cause of the pvl is unknown.